Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms and elevated threshold measurements. A surgical revision was performed. The lead was tested via the pacing system analyzer (psa) which revealed normal impedance measurements. The patient received a new device with this same lead and lead impedance measurements were again noted to be normal with the new device. No additional adverse patient effects were reported.